Event description:
Customer reported device sounds were not as loud anymore. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support; therefore, no additional information could be obtained.